Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician used a venaseal device to treat patients right mid great saphenous vein (gsv). A perforation of the vein occurred with a wire near the knee, where a scabby wound was present. During the procedure the physician used a venaseal wire then a different wire to cross the area to complete the procedure. The patient, was experiencing a scabby wound right above the knee medially. A duplex ultrasound was ordered, and steroids were prescribed for the patient.

Manufacturer narrative:
Additional information reported that there was no course of treatment, the patient left the wound alone and the issue is now resolved. Image analysis: the image shows a picture on a computer screen showing the patients leg, a large wound can be seen on the inside of the patients knee consistent with the reported event however perforation of the vein can not be seen in the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.